Manufacturer narrative:
(B)(4). Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify excessive no delivery alarm and back light anomaly due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly.

Event description:
The customer reported via phone call that changing out batteries of insulin pump was more frequent. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump had slight condensation under screen, back light did not work, got wet once. The insulin pump will be returned for analysis.